Event description:
During a breast biopsy, the system displayed error codes. They were unable to retrieve any samples. The customer changed holsters and completed the biopsy procedure with no patience consequence. The device was returned for service and repair.